Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they noticed their lcd screen was wet from the inside, and that their reservoir was empty. The customer states they also received a motor error alarm and motor position encoder error. The customer's blood glucose level at the time of incident was 296mg/dl. The customer believes the leak occurred after a set change. The customer states they discarded the reservoir and was unable to return it. Nothing is being returned or replaced at this time.